Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination of lead, it was noted that there was appropriate inhibition of cardiac therapy due to lead noise on the right ventricular (rv) lead. The capture threshold was elevated as well. No programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6 results/conclusions codes.

Event description:
New information received notes the patient presented to clinic for a follow-up on (B)(6) 2022 and was discovered to have noise on the right ventricular (rv) lead the rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received notes the patient was in stable condition before, during and after lead revision procedure on 28 mar 2022.